Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The patient underwent percutaneous coronary intervention. The 90% stenosed long diffuse target lesion was located in the calcified proximal ramus intermedius artery. A 28mm x 2.25mm promus elite drug-eluting stent was advanced for treatment. During stent placement, the stent dislodged from the stent delivery system (sds) and slipped distal to the lesion. The sds was withdrawn, and a non-boston scientific (bsc) snare was used to retrieve the dislodged stent from the coronary artery. The lesion was subsequently treated with a 2.25mm x 18mm non-bsc stent, and the procedure was completed. The patient was stable post-procedure and was discharged from the hospital two days later.